Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) em2400 valve sets leaked from port 2. The customer emptied port 2 and capped it off which resulted in occlusion errors and bubbles. The issue was identified during an unspecified process step of compounding. There was no patient involvement. No additional information is available.